Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. Once the lead was placed, all measurements were within normal limits. The lead was then connected to the new device. The device did not come out of storage, and once it did, the rv pace impedances were greater than 3000 ohms. This suggests there was a connection issue. The rv lead was then tested via pacing system analyzer (psa). The psa confirmed the out of range impedances and a decrease in sensing. Attempts were made to retract the helix, however, difficulty was experienced and the helix remained extended during removal. The lead was successfully removed. No adverse patient effects were reported.